Event description:
Customer reported that the insulin pump was damaged. Customer stated that a seam opposite to reservoir had cracked and flaked away. Blood glucose level was 53 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
Cracked reservoir tube lip, minor scratches on display window, missing address or serial number label, and cracked end cap noted during visual inspection. (B)(4).